Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01205.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to deep vein thrombosis (dvt)/pulmonary embolism (pe) with saddle embolism and risk for further embolus. Patient is alleging migration (superior tip of ivcf [inferior vena cava filter] noted cm above level of mid point of left renal vein),vena cava and organ perforation, fracture-fracture bending. Patient notes and further alleges "my ivc [inferior vena cava] filter has migrated and perforated in to the aorta, and there is slight bending of some of the struts I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries", and "worry". Per the (B)(6) 2014 ivc filter placement: "impression infrarenal placement of a tulip retrievable ivc filter".

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2014. The patient alleges to have been injured without further explanation.